Event description:
It was reported that after an ambicor penile prosthesis (app) was implanted, the patient experienced great frustration and dissatisfaction with the results leading to discomfort and depression. The patient indicated the app was inadvertently inflating causing embarrassment and pain. Additionally, the patient noted valve resistance when trying to inflate the device; these inflation difficulties also led to pain during activation. The patient alleged the distance between the cylinders and pump was too short; therefore, the app needed to be activated in the upper part of the scrotum making the process more difficult. The patient indicated there was a big portion of the rigid, palpable parts in the corpora and when the device was deflated, the patient could not achieve sufficient concealment of the app. A surgical procedure was requested to address the experience. There were no further patient complications.